Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma has been reported. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been scheduled yet.

Event description:
Device malfunction. No trauma has been reported.re-implantation is considered but no date has been scheduled yet.